Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on right ventricular (rv) pacing lead was rising. Analyst commented, between (B)(6) 2015 and (B)(6) 2016, rwave amplitude varied between 3.875 millivolts to 10.625 millivolts. Between (B)(6) 2016 and (B)(6) 2016, rv pacing impedance rose from 589 ohms to 2717 ohms.

Event description:
It was reported that during follow up check, it was noted that an right ventricular (rv) lead warning triggered due to rising and high impedance. It was also reported that the rv lead exhibited a decrease in the r-wave and the lead was noted as slightly stretched. The rv lead remains in use, and is planned for explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated rv lead revision was performed, with a new lead implanted. The chronic rv lead was explanted. No patient complications have been reported as a result of this event.